Event description:
The lens stuck in the delivery device during insertion into the pt's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2007-00603 for delivery device used with this lens.